Manufacturer narrative:
(B)(4). Voluntary medwatch number mw5064033 was received (B)(6) 2016. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained and alleged her scs ipg "gets hot and burns her". Surgical intervention may be taken to address the issue.